Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an angioplasty for stenosis of the brachiocephalic trunk interventional procedure. Reportedly, the marker lumen did not show pulsatile flow. The device was withdrawn to the guide wire exit port and the marker lumen was flushed. The device was reinserted but no pulsatile flow was seen. After withdrawal of the device it was observed that the blue suture was clearly visible, the lever had not been deployed. An additional unknown device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps. Marker lumen was not patent when the device was used. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The device was deployed though no pulsatile flow was seen at the marker lumen. Per the instructions for use: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent.